Event description:
Edwards learned of a mitral bioprosthetic valve explanted after implant duration of approximately five (5) years. No reason for explant has been provided. The explanted device was received and evaluated. There were no complications reported.

Manufacturer narrative:
Device evaluation summary: as received, moderate to heavy calcification was observed in the cusp area of leaflet 1, heavy calcification was observed in the cusp areas of leaflets 2 and 3. Free margins of leaflets 1 and 3 exhibited minimal calcification, moderate calcification was observed in the free margin of leaflet 2. Calcification restricted mobility in all three leaflets and led to stenosis. Leaflet 3 had a hole in the cusp area, hole was approx 3mmx3mm. Calcification was observed near the region of the hole. Moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Moderate to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal to moderate at the stent inflow and heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 2mm on the outflow aspect. Incidental findings: hematoma was observed on leaflets 2 and 3 on the outflow aspect. The x-ray showed distortion of wireform. Entire circumference of sewing ring was cut off. Entire circumference of wireform was exposed on the inflow aspect, wireform near leaflet 3 was exposed on the outflow aspect. These damages are most likely due to implant or explant. No information was obtained from the healthcare provider regarding the reason for explant. The device evaluation performed at edwards indicates that device was likely explanted due to stenosis secondary to calcification and pannus growth. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Additional manufacturer narrative - device evaluation confirmed the reported stenosis as secondary to calcification and structural valve deterioration.

Event description:
Additional information received from hcp indicates that valve was explanted due to stenosis secondary to calcification and structural valve deterioration. Patient was reported in stable condition.